Event description:
It was reported that during service and evaluation, it was determined that the 4k c-mnt scp,4.0,30,167 device was broken (2+ pieces) : chipped/shaved/delaminated. It was noted in the service order that the device had a large scratch during a scope procedure. The procedure was completed successfully, without delay, using a replacement device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: damages caused by customer outer tube damaged, needle outer tube dent(s) deep. Outer tube bent outer tube damaged, distal tip. Distal tip damaged major scratches/nicks outer tube body / light post. Sidearm damaged nicks/scratches illumination distal tip fiber damaged. Optical system, optical components distal cover glass/negative damaged cracked/scratched. Engraving/identification. Visual: scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated, labeling: illegible etch and visual: deformed/bent. Per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.